Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a threshold suspend alarm. Customer stated that his blood glucose was low at 56 mg/dl. Customer treated and his blood glucose was up to 80 mg/dl but the sensor shows 54 mg/dl. Customer was explained that he needs to give the sensor time to catch up because he treated so much. Customer's blood glucose was going up rapidly and it was explained that he may see larger differences in his sensor glucose and blood glucose readings. Customer's blood glucose went up to 146 mg/dl. Customer's sensor glucose was showing 97 mg/dl. Customer stated that his low was caused by him accidentally overinfusing and miscalculating his carb intake.